Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found to have a serratia marcescens bacterial driveline infection on (B)(6) 2015. The infection was suspected to have started from a tug to the driveline. The patient was prescribed oral antibiotics (300 mg of cefdinir twice daily) and as of (B)(6) 2015, the infection had not yet resolved. No further information was provided.